Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood on the shaft, on the balloon and in the guide wire lumen. There was contrast in the inflation lumen. The balloon had relaxed folds. This is consistent with device preparation, use of the catheter and an indication that the balloon was likely partially inflated. There were multiple bends throughout the entire length of the hypotube. Factors that may contribute to inflation difficulty include, but not limited to, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, or from an interaction with accessory devices (indeflator, rotating hemostatic valve, or guiding catheter). To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure. The outer member was stretched 4.8 centimeters distal to the guide wire exit notch for a length of 0.5 millimeters. There was no report of any product damages during inspection prior to use which may suggest that the observed stretched shaft was not present before use and a product deficiency did not contribute to the difficulties experienced. A new indeflator filled with water was used to pressurize the balloon to rated burst pressure. There was slight resistance noted pressurizing the balloon and at 6 atmospheres the fluid passed through the stretched outer member and the balloon pressurized to 18 atmospheres and held pressure. The inflation times could not be re-measured as the balloon would not deflate after being pressurized. The fluid would not advance through the stretched outer member. It is possible that the guide wire may have been damaged causing resistance and ultimately the stretching of the shaft; however, the guide wire was not returned, therefore, it is unknown how it or its condition may have contributed to the difficulty. A return of the inflation device may help the investigation as it is unknown how it may have contributed to the reported difficulty. It is also possible that resistance may have been encountered during advancement due to blood/contrast build-up, patient anatomy or accessory device interaction which caused the stretched shaft and ultimately the inflation issue; however, this could not be confirmed. The cause of the stretched shaft could not be determined. The returned balloon was able to be inflated; however, with the stretched shaft, the balloon may have been difficult to inflate inside the patient anatomy. It was reported that a cath lab technician attempted to inflate the balloon using a syringe outside of the patient but it would not inflate; this is expected as the syringe may not have the pressure level to overcome the stretched shaft. The observed hypotube bends most likely occurred during the procedure and/or during packing the device for return as there was no report of damage during inspection prior to use. Based on the information provided and the returned product analysis, the definitive cause of the inflation difficulty could not be determined. However, there is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents.

Event description:
Reportedly, during post dilatation of an unknown stent in the proximal circumflex with no tortuosity or calcification, the balloon would not inflate. The nc trek balloon catheter was withdrawn without resistance. Once outside of the patient anatomy, a cath lab technician attempted to inflate the balloon using a syringe; however, the balloon would still not inflate. Another nc trek of the same size was used to complete the procedure. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.